Event description:
It was reported to a zoll distributor that during a pt event, the autopulse device stopped compressions after about 15 minutes of use with battery (s/n (B)(4)) without notice. Battery s/n (B)(4) was then inserted into the device and it too stopped compressions after 13 minutes of use without notice. There was an attempt to cycle power on the device; however, the same results were achieved. Add'l info was received whereby it was reported when batteries came out of the charger the led for both batteries exhibited a green light indicating a full charge. The batteries were charged within two days before placing into active operation. Manual CPR was initiated. No outcome of the pt could be provided.

Manufacturer narrative:
The autopulse device has not returned to zoll circulation for investigation. A supplemental report will be submitted if the device is returned and the investigation is completed. Note: autopulse platform, s/n (B)(4): MFR report # 3003793491-2013-00552. Nimh battery, s/n (B)(4):, MFR report # 3003793491-2013-00553. Nimh battery, (B)(4): MFR report # 3003793491-2013-00554.